Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation. The following section of this report has been updated: update to b4, g3, g6, h2, h6, h10. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing and dimensional testing were not completed. Imagery was not provided. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander and s3/ s3u/ s3ur IFU's were reviewed along with the procedural manual and supplemental viv s3 mitral position document. Notes in the device description include 'warning: transcatheter valve replacement in mitral annuloplasty rings is not recommended due to increased risk of pvl or thv deformation'. Warnings in the IFU include 'patients with pre-existing prostheses should be carefully assessed prior to implantation of the valve to ensure proper valve positioning and deployment'. Potential adverse events include 'paravalvular or transvalvular leak', 'valve regurgitation' and 'device explants'. No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for 'interventional device interacts with pre-existing mitral valve/ring' was confirmed based on the medical report. A review of the DHR and lot history did not provide any indication that a manufacturing nonconformance would have contributed to the complaint event. A review of IFU/training manuals revealed no deficiencies. As reported, 'the patient underwent transcatheter mitral valve replacement (tmvr) with a 29mm sapien valve and the patient was left with residual mild pvl'on post op day (pod) #2, the pvl had progressed to moderate with hemolysis noted, and the patient had persistent hemolytic anemia.' The interaction between incident valve (sapien 3, 29mm) and pre-existing mitral ring resulted in mild paravalvular leak around the pre-existing ring. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. Due to limited information provided, a definitive root cause is unable to be determined at this time. Since no device problem was identified affecting distributed product, no pra or capas are required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, a patient with a pre-existing mitral ring underwent valve-in-ring after an implant duration of 3 years and 4 months due to severe mitral regurgitation (pvl). The tmvr was performed using a 29mm sapien 3 transcatheter valve. Per medical records, the patient underwent transcatheter mitral valve replacement (tmvr) with a 29mm sapien valve and the patient was left with residual mild paravalvular leak (pvl). During the valve-in-ring (vir) implant procedure, there was pacer lead dislodgement, and a new pacemaker was implanted. On pod #2, the pvl had progressed to moderate with hemolysis noted, and the patient had persistent hemolytic anemia. On pod#9, an attempt at a pvl plug was unsuccessful, therefore a redo tmvr was performed on pod#16. Post implant echo showed medial and lateral pvl jets with new jets noted after deployment of 2nd tmvr. On pod#22, a redo-sternotomy with an explant of two (2) transcatheter mitral valves and the mitral ring were performed. A surgical valve was successfully implanted. The patient tolerated the procedure well and was transferred to ICU and the patient was later discharged home.

Manufacturer narrative:
This report is for the first implanted tmvr valve and is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691- 2023-15013. Investigation is ongoing.